Manufacturer narrative:
One tactisys quartz was received for evaluation. Visual inspection revealed the connectors and switches had no physical damage and all the mounting hardware was secured. Normal wear and tear was observed on the exterior enclosure. The returned tactisys quartz was powered on and initialized successfully. During analysis, the tactisys was connected to the test station and contact force values were available. The fiso in slot 3 showed signs of degradation. During testing contact force was lost intermittently due to loss of signal in the slot 3 fiso. The reported complaint was confirmed. Based on the information provided to abbott and the investigation performed, the cause for the reported event was isolated to the fiso in slot 3 and not due to the software issue referenced in the correction.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During device preparation for a pulmonary vein ablation procedure, a contact force issue occurred which led to a clinically significant delay. After the tacticath catheter was connected to the system, the grams did not display. The catheter and connecting cable were replaced with no resolution. The tactisys was then replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: FDA recall number: z-1493-2019.